Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this complaint and completed the device evaluation. Failure analysis confirmed that the cannula had improper welding. The cannula tube can move with respect to the bowl feature. As orientation of tube relative to bowl is critical to function of item, the cannula cannot be used. In may 2014, field safety notice #2955842-02-28-2014 was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannula including part #428071-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the curved cannula has a potential weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the cannula was found to be misshapen. The procedure was completed with no patient harm, adverse outcome or injury.